Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, MFR's report number: 1222780-2013-00226. It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2013 and the pt was discharged home. The following day the patient was complaining of discomfort and low grade fever. The physician instructed the patient be seen for a follow up. The physician performed an ultrasound which did not reveal any abnormalities. "There was no fluid in her cavity" and cultures were drawn. The physician believes the patient has endometritis. Ampicillin was administered and the patient was discharged home. It was reported on (B)(6) 2013, the patient's cultures were negative. The patient was diagnosed with "clinically endometritis". There were no problems and the patient is "doing wonderful".

Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore, the expiration date is not known. The suresound is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the suresound not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review could not be conducted for the suresound as a lot number was not provided by the complainant. (B)(4).